Manufacturer narrative:
No button error alarm noted. The up arrow button did not respond due to moisture damage on keypad trace. No scrolling numbers display anomaly noted. Moisture damage was noted on the electronics. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had exposed their insulin pump to fluid. Customer stated there was condensation underneath their insulin pump's screen. It was also found the customer had a button error alarm and their numbers were ramping up on their insulin pump. Customer could not recall how the damage had occurred to their insulin pump. The customer also reported observing a crack around the up button on their insulin pump. Customer's blood glucose was 170 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.